Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert, sticky loading pins failure in the ivenix lvp, causing set misloaded issues. The current process controls detection includes a torque test conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch record fa25e19083 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "ivenix tubing, brand new, wouldn't work. IV tubing spiked fluid. Primed. Loaded cassette into ivenix pump and lever closed. Ivenix pump read that tubing cassette was not working, if this continues to use new tubing set. Unloaded cassette, then tried a second pump, this gave the same alert. Nurse disconnected tubing and threw away. New tubing connected and worked properly in same pump. 10/29 biomed reported: "no patient harm". A preliminary review identified the following issue: tubing set misloaded. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.